Event description:
It was reported by the customer the eve of november 22, the doctor placed an indwelling hemodialysis catheter for the patient and found that the puncture point was ruptured and could not be used, resulting in another set of tubes being dismantled and re-instilled. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector was confirmed but the exact cause remains unknown. The product returned for evaluation was one 18 ga introducer needle. The returned product sample was evaluated and the luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: ¿ a crack was observed which was longitudinally aligned. ¿ multiple superficial cracks were also seen surrounding the primary damage and were also longitudinally aligned .¿ functional testing of infusion revealed a leak(s) emanating from the crack(s). ¿ functional testing of aspiration showed that air was drawn into the syringe with test water. It was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown. H3 other text : evaluation findings in section h:11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer the eve of november 22, the doctor placed an indwelling hemodialysis catheter for the patient and found that the puncture point was ruptured and could not be used, resulting in another set of tubes being dismantled and re-instilled. No other information provided.